Event description:
The pump was returned for investigation. Investigation revealed a dim display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was found to be dim and discolored. The pump was returned with a detached keypad from the base. Investigation was unable to test all of the buttons. The contrast button contact was missing. There was no evidence of contamination on key contacts. (B)(6).